Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 5.2 mmol/l at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with blank display follow by a constant tone. Problem isolated to interface board. Unable to confirm unresponsive buttons due to blank display. However, flattened dome switch on the esc button during visual inspection. Lcd connector was inspected and no anomaly was noted. Device also received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.